Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Blank display was not verified and functional testing was not performed due to cracked lcd glass. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported the customer received a blank display. Customer's wife stated they had dropped their insulin pump, causing a crack around the reservoir compartment. It was also found the customer's battery compartment and contacts on their battery cap were not damaged or corroded. The customer's wife also stated the customer started to feel bad, then noticed they had a blank display. Customer's blood glucose was 400 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.